Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a pump charging issue in which the battery depleted after approximately one day despite starting from a full charge, and a replacement pump was arranged after troubleshooting and education were completed. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or the need for medical care. Investigation included user interview and basic troubleshooting to verify the reported charging and battery depletion behavior. Investigation of this case revealed a suspected malfunction related to the pump¿s power or battery subsystem, consistent with device battery performance degradation. It was concluded, based on previously established findings for similar reports, that the cause was device component failure.